Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the surgeon was unable to flip their camera and mentioned the horizon in the viewer was off. Tse confirmed no further issues in the system logs. Tse explained how to flip the camera using the surgeon side console (ssc) touchpad and reseat the endoscope and sterile adapter (sa) to correct the horizon issue to resolve the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue was resolved by disconnecting the drape connector to the arm and reconnecting it.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) reviewed the logs but found no related issue. The tse walked caller through how to flip the camera using the console touchpad, additionally had the staff reseat the scope and sterile adapter to correct the horizon issue. Caller confirmed the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause can attributed to conditions during use.